Manufacturer narrative:
There were no samples submitted with this complaint. The complaint shall be reopened if a sample is received. The reported condition by the customer could not be confirmed without a physical sample or photograph to analyze. The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the condition described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. The root cause for the reported condition cannot be specifically identified without a representative sample; therefore, corrective action will be limited to the manufacturing awareness this time. The current process is running according to product specifications meeting quality acceptance criteria. We will keep monitoring the process for any adverse trends that require immediate attention. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 12/26/2017. An investigation is currently under way; upon completion the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the team has found our surgical markers to be bleeding and leaving a jagged line for the incision placement.